Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp) via a manufacturing representative, regarding a female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for cancer pain and malignant pain. It was reported that the device system was planned to be explanted ((B)(6) 2015) due to infection. The health care provider (hcp) physician assistant noted that the patient was in the office last week (unknown actual date) with complaints of drainage from the spinal incision from pump implant. The area was stern stripped. The patient was in for a refill on (B)(6) 2015, and the pump pocket was red and inflamed. The pocket was accessed, where pus was aspirated from the pump pocket. What led to the event, any further diagnostics, or patient outcome remained unknown at the time of the report; the event was not resolved. If additional information is received this report will be updated.

Event description:
Additional information received that the pump was removed on (B)(6) 2015 due to the infection.